Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The pump was unable to be reset. Additionally, it was reported that the wake button was unresponsive. Customer continued to use the pump for insulin therapy. Customers blood glucose was 123 mg/dl.